Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem. Device evaluation of batteries sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective batteries.

Event description:
A us distributor reported that patient's battery charger was unable to charge batteries.